Event description:
It was reported that the needle in the handpiece cartridge would not retract. It took two "times" to get the needle to fully retract. The procedure was completed with a different cartridge. No pt injuries were reported.

Manufacturer narrative:
(B) (4). Final analysis of the handpiece (lot# v302483) showed no significant anomalies. The needle was able to be deployed and retracted during analysis. Eprom data analysis indicated an abort error 17 rt impedance issue and a hardware error 81. However, these error messages were not able to be re-created during analysis.